Event description:
It was reported that the bedside nurse noticed loss of pulse in impella leg. Lactic trended up and medical doctor elected to removed the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.